Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and button error alarm. Customer's blood glucose level was unknown. Customer stated the battery life diminished from the first day. Customer reported that insulin pump had a scratches on screen and rainbow effect as well which made it hard to read. Customer stated that the insulin pump rewound slower. Customer reported that the insulin pump rejected new batteries. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.